Manufacturer narrative:
The complaint condition could not be duplicated. The console was opened and checked for any defects or damage but none were found. The io cam motor felt a little harder to turn than the bc cam motor so that part was replaced as a precautionary measure. The console was reassembled and ran for hours at a time for several days with no issues found. The cause of the reported complaint is unknown. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. It was reported that the console displayed two alarms during the procedure. Follow up with the complainant to determine at what point in the procedure the alarms displayed has been unsuccessful. This report is filled as a precautionary measure and pending further information. The console was returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged event.